Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the catalog/model number was not provided, (01)gtin is not available.

Event description:
It was reported that patient underwent revision surgery on (B)(6) 2026, due to a broken plate. Postoperatively, the patient developed radial nerve palsy. The radial nerve palsy is likely a consequence of retraction of the radial nerve in order to place the most proximal screw in the lateral plate. Following the revision surgery, the patient was immobilized in an upper arm cast for 2 weeks and subsequently wore an elbow brace for 4 weeks. The patient is currently still wearing a wrist brace due to wrist drop resulting from the radial nerve palsy.